Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 2nd june, 2022, getinge became aware of an issue with one of surgical lights - blueline. It was stated that the lens of the lamp was cracked and particles of glass fell down due to collision with other devices. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blueline. It was stated that the lens of the lamp was cracked and particles of glass fell down due to collision with other devices. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to crack. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. In that case the root cause is clear because it was indicated from start by technician and therefore the root cause could be established without further investigation. The root cause is a collision with another device. To prevent any similar incident, manufacturer recommends to avoid the collisions between devices. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot 642872